Event description:
The customer reported to olympus that the video system center camera lock on the plug socket had been broken leading to losing the camera during the procedure and noise on the image. The issue was found during the receipt inspection before a diagnostic procedure (general endoscopy and colonoscopy procedures). The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to a third-party distributor for evaluation; the distributor reported to olympus that the processor socket lock was defective. The internal pins were also slightly worn out so much so that the image would sometimes be interrupted by shaking the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report) and h6 (type of investigation code ¿4112¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the slightly worn-out internal pins could not be identified. Olympus will continue to monitor field performance for this device.